Manufacturer narrative:
X-ray review: x-rays provided for kyphoplasty. On image provided, cement appears to have usual opacity. Difficulty with intra-operative visualization may be caused by patient body habits, fluoroscopy technique or positioning where other external or internal objects interfere with beam penetration. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: vertebral compression fracture procedure - balloon kyphoplasty level implanted: t5 it was reported that during surgery, the physician noticed the radiopacity of the cement which appeared to be lighter than normal. The physician was able to see the cement, but did feel like it was less opaque than normal. Also, cement extravasation was observed. The cement was mixed for 105 seconds. The cement was doughy and homogeneous prior to delivery into the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.